Event description:
It was reported that pump screen was dark and would not turn on despite multiple attempts to press power button and charge pump, and pump showed red light and repeated vibrations. There was no adverse impact to the customer¿s blood glucose level. Customer removed pump from case, followed several button press and charging steps without success, had no backup insulin therapy available and planned to contact healthcare provider, and technical support arranged replacement pump.